Event description:
Cs25 dlu anvil stem was brought towards the integral trocar, manipulating the anvil stem with a laparoscopic grabber. A "snap" was heard and proper seating of the anvil stem was confirmed. The anvil sten was brought twoard the integral trocar indicating the device was in firing range. Fire button was pressed and the pc indicated "not in firing range". Surgeon waited approximately 15-20 seconds and re-attempted to fire again but was unsuccessful. The anvil stem was removed from the trocar and re-attached using competitive product but was still unsuccessful. Case was completed using another competetive device. Patient was in surgery for an hour longer than anticipated.